Event description:
The international customer reported the ventilator battery was not functional. The customer reported the device was in use and there was no patient harm. The manufacturers service technician reported the backup battery was not getting charged. Review of the device diagnostic history noted a 'backup battery not connected' occurrence. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service technician ordered a power supply for replacement to address the reported problem.

Manufacturer narrative:
Service completion pending.

Event description:
The manufacturers service engineer replaced the power supply.